Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the benchmark 6f 071 delivery catheter (benchmark) had become kinked near the hub. The damage to the benchmark was found prior to use and therefore it was not used in the procedure. The procedure was completed using another catheter.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: facility name. Results: the returned benchmark was kinked at approximately 6.0 cm, 15.0 cm, 53.0 cm and 98.0 cm from the hub. The device was ovalized at approximately 105.0 cm from the hub at the distal tip. Benchmark was fractured at approximately 11.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a kink near the hub of the catheter. If the device is forcefully retracted from its packaging at extreme angles it will likely become kinked. Further investigation revealed the benchmark was fractured and had additional kinks and ovalizations along its length. Based on the returned condition and the reported complaint, those damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.